Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's guide pins were bent. The root cause for the bent guide pins was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with belt.